Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not communicated. The technical support specialist dialed into the station and checked the sync status, which was not up to date with the server. Logged in as cfnadmin and reviewed the data sync log, confirming no retry errors. After checking the server sync information (2.0), found the station had a ¿true¿ flag but a 0 value. Verified health sight viewer (hsv) and determined a full download was required. Performed a full sync without dropping the database, following knowledge article ¿proper data sync 2.0 procedure¿. The full sync completed successfully, and the sync information showed ¿false¿ with 0 value, indicating the last download was up to date. The issue was resolved, and the customer was notified via email. The customer confirmed everything was good to go. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.